Manufacturer narrative:
Pump received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported to have received an alarm, but does not remember which one and have also reported that the act button was not responding. Customer's blood glucose was 189 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.